Event description:
It was reported that the lead exhibited high thresholds. The physician elected to cap and replace the lead during a procedure for another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.